Event description:
Dr was performing liver transplant operation. During procedure klintmalm vascular clamp malfunctioned and broke into 2 pieces. Profuse bleeding resulted with eventual cardiac arrest. Resuscitation efforts were successful and procedure was completed.